Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the distal esophagus during an esophagogastroduodenoscopy (egd) procedure to treat varices. The exact procedure date was unknown. During the procedure, the bands would not deploy. The procedure was completed with another speedband superview super 7. It was noted that difficulty was experienced upon setting up the device as the physician noticed that the string was caught under the cap when he put the ligation cap on the distal part of the scope. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.